Manufacturer narrative:
A2: dob incorrect on initial report, correction sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were lead high impedances 1 - 31610 2 - 34210 3 - 29880. Loss of stimulation and stimulation was in the incorrect location.  Attempted to reprogram around high impedances but stimulation only felt in right arm when affected area is left neck/arm. The cause was noted to be the patient falling out of bed a month ago. A return of pain was also noted. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that settings not available was appearing when trying to increase stimulation. Pt said that they would normally use group b, however settings not available was appearing on all three groups. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID 977a290 lot#/serial# (B)(6). Implanted: (B)(6) 2021, product type lead product ID 977a290 lot#/serial# (B)(6) implanted: (B)(6) 2021, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.